Event description:
The customer complained of questionable triglyceride (trig) results on one patient sample. Initially the analyzer provided only a data flag and no result. The test was rerun with a 1:50 dilution made by the analyzer. The analyzer again produced a data flag with no result. The customer reran the test with a 1:50 dilution made by the analyzer. The result was 75.49 mg/dl. The customer performed a manual 1:100 dilution of the sample which they then ran twice at a 1:50 dilution made by the analyzer. They obtained results of 7500 and 6920 mg/dl. They reported 7500 mg/dl to the doctor. The doctor requested a repeat. The customer made a manual 1:10 dilution of the sample and ran it at a 1:50 dilution made by the analyzer. They reported a result of 2328 mg/dl to the doctor. Product labeling recommends a 1:5 dilution made by the analyzer. The customer stated the serum was milky. Lipemia of 4+ was reported to the doctor. The patient was not adversely affected by the event. The lot number and expiration date of the trig reagent was requested but not provided.

Manufacturer narrative:
The investigation was unable to determine a root cause with the information provided by the customer. The investigation noted that a high manual dilution factor leads to high imprecision.

Manufacturer narrative:
The event occurred in (B)(6).